Manufacturer narrative:
H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The product is a prismaflex set should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during continuous renal replacement therapy (crrt) treatment with a prismaflex machine and a prismaflex set a 'high return pressure' alarm was triggered when the patient rolled to their side. The return line was noted to be kinked. The problem was resolved and the machine was restarted. It was reported the patient while attempting to sit up for approximately three to four minutes became hypotensive. The return blood line was noted to be disconnected from the patient¿s femoral vascath. The estimated blood loss was 250-560 ml. Crrt treatment was stopped, and unknown medical intervention and emergency care was administered. The patient outcome was not reported. No additional information is available.